Manufacturer narrative:
Qc was within the lab's established ranges before and after the event. The customer has the critical rerun feature enabled, which identified the problem. A field service engineer (fse) was dispatched and performed maintenance of the ion selective electrode (ise) system. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high sodium (na) and chloride (cl) results generated by the unicel dxc 600i synchron access clinical systems for four patients. Repeat of the samples gave normal results which were reported out of the lab. Patient results are shown. No wrong results were reported out of the lab. Patient treatment was not affected.